Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Sarah alleges the left and right clothing guard is rubbing the rear wheel and chair wiggles.